Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that the cartons are crushed and damaged. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of an unspecified quantity of flexicaps were damaged. The patient received damaged shipping boxes which also contained damaged product inside. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.